Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion on distal end and residual liquid or foreign material come out of channel tube. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress problem; operational problem. Olympus will continue to monitor field performance for this device.

Event description:
No new information

Manufacturer narrative:
B3 date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope exhibited a scope connection error e315. The issue was found during reprocessing. There were no reports of patient involvement.